Event description:
It was reported that during an arthroscopic suturing procedure, the tip of the prong fractured off into the patient's bone. The surgery was completed with the device, and the correct surgical technique was used. The surgeon did not remove the fractured piece because it was very small and indicated that it would be difficult to retrieve. No additional harm was reported due to this malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. . The reported event is confirmed by the returned product. Visual examination of the returned product/provided pictures identified the sleeve of the product is pushed all the way back, and there were no sutures or implant returned with the device. The tip of the device had fractured and was not returned. Fracture analysis has been previously analyzed in an internal research memo where bending overload was identified as the mode of failure. A review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.